Manufacturer narrative:
As character limitation event site full name : (B)(6) hospital. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use cardiosave intra-aortic balloon pump (iabp) had the arterial pressure waveform temporarily disrupted, but later returned to normal. There was no harm reported.

Manufacturer narrative:
Corrected fields : b3 updated fields: b4, d8, d9, e1 (initial reporter name), e2, e3, g3, g6, h2, h3, h6 (investigation findings , investigation conclusion, type of investigation), h11. A getinge field service engineer (fse) was asked to hear opinion on what the possible causes might be. The incident was closed with the explanation that the iab catheter was most likely the cause. Fse have told the hospital staff, but the iab catheter has already been discarded and cannot be verified. The explanation was satisfactory, and the hospital staff determined that there was no need to inspect the equipment. The matter has now been closed.